Event description:
Customer reported that the t:slim x2 pump battery would not charge correctly, remaining at 10% before unexpectedly jumping to 100%. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by continuing to use the original tandem wall adapter and charging cable, as advised by technical support. The battery issue did not lead to a pump shutdown, and cts provided guidance on best battery practices. No further assistance was needed.